Event description:
It was reported that the patient with the pacemaker device had an infection after the device and lead was successfully implanted; moreover, the physician opted to remove the system and didn't want to place the product again since it was used by the infected patient. A new device was implanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.